Event description:
It was reported on a patient's implant card that the patient's lead and generator were replaced due to pain/discomfort. No further relevant information has been received to date. Per hospital policy, product return is not expected.